Event description:
It was reported the patient's lead had high impedances on contacts 12 and 16. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a0000092355.

Manufacturer narrative:
The report event of unable to set ipg to MRI mode was confirmed. As received, the continuity testing showed electrical open was found on the returned lead channel 4 and 8. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that the patient experienced pain at the ipg site. In turn, surgery took place wherein the lead and ipg were explanted and replaced to resolve both issues.